Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately nine years, nine months post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this device was explanted and replaced due to calcification. The patient's symptoms prior to the replacement procedure included dyspnea on exertion. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.